Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range lead impedance measurements on the left ventricular (lv) channel of this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch. Boston scientific technical services (ts) discussed how to reset the lead safety switch. Pacing impedance measurements had previously been in the 1300-1900 ohm range. No adverse patient effects were reported. This device remains in service.